Manufacturer narrative:
On (B)(6) 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's breast prosthesis was found to be intact during the explantation surgery. The surgeon mentioned that the breast prosthesis inadvertently tore during its removal. It was also reported that the patient experience mammary ptosis. Coding in section h6-medical device problem code has been updated to reflect this additional information. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old asian female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed with an MRI. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On may 11, 2023, the mentor failure analysis lab has received the device for evaluation. On may 12, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sx mpp gel 350cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 2.8 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).